Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The breathing system was disassembled and cleaned and the unit was returned to service. The customer contact reported there was no patient information available.

Event description:
The hospital reported the unit alarmed that co2 was not being absorbed as expected. There was no report of patient injury.